Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without prior low battery alarm and the insulin pump alarmed a motor error as well. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored and no off no power without low battery indicator or battery power loss noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The insulin pump had cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.